Manufacturer narrative:
Hamilton medical comes to the following conclusion: the power supply has been identified to be the faulty component. Replacement of the defective component solved the issue.

Event description:
The following was reported to hamilton medical ag: summary: tf 444001 (batteries completely discharged, warnings have not been regarded).